Event description:
Procedure: lar. According to the report: the anvil of the 31mm instrument tilted only by closing the instrument prior to firing. The surgeon took off the anvil of the proximal colon and changed the instrument. This procedure was extended by 30 minutes due to the issue. There was no blood loss and no pt injury reported. There was resection of the purstring and some colon tissue to set a new purstring for a new anvil. The tissue was damaged at the site of the purstring. The purstring was cut and pulled out of the anvil.